Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). On (B)(6) 2018, it was reported that the dermatome was noisy, possibly the motor was dead. It was noted that the device started and stopped intermittently. The device sometimes needed manual help to start. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a case, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports. Product review of the electric dermatome by zimmer biomet (B)(4) on (B)(6) 2018 revealed that it was confirmed that the unit would intermittently not operate. The device was outside of calibration specifications at all tested thickness settings. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the motor, bearing pack, o-ring, seal and reciprocating arm. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet (B)(4) it was noted that the unit would intermittently not operate. The root cause of the reported could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the unit would intermittently not operate. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the electric dermatome was reported as noisy, possibly motor dead. It was noticed that the device had intermittent starting and stopping in the workshop. The device sometimes needed manual help to start unit. Subsequently this did not caused patient harm and there was no delay. The surgery was completed using an alternate device. No adverse events were reported as a result of this malfunction.